Event description:
The customer reported that an alarm was set to "off" without use interaction and the screen was changed unexpectedly. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.